Manufacturer narrative:
Investigation description: no evidence of external damage, abnormal wear, or mechanical compromise was observed on the device. When placed on the charging pad, the device emitted the normal audible startup tone; however, the display remained non-functional with no visual output. The device was disassembled to inspect the display interface. The display ribbon cable and associated connectors were verified to be properly seated and installed per design specifications. The original display module was replaced with a known-good display, with no change in device behavior. Electrical measurements were performed at the display connector pins using a fluke 289 digital multimeter (calibration due 07-21-2026). Several display power pins were found to be inactive, indicating a failure of the main printed circuit board (pcb) to supply required display voltages. Based on these findings, the failure was attributed to a defective main board. Due to the repair-to-scrap cost ratio, the device was designated for scrap. The patient¿s reported complaint of a non-functional display was confirmed.

Event description:
It was reported that the ilet screen became difficult to read, with only the backlight visible and no image displayed, and the user transitioned to backup therapy while blood glucose was not impacted; the issue corresponds to a display readability problem associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light¿related visibility issue and a display that was difficult to read, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Event summary.